Event description:
Caller states the pt tested 4.4 inr on the coaguchek xs system 1 and 4.3 inr on coaguchek xs system 2, while a comparison lab returned as 3.07 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 20163731, expiration date 06/30/2009). Reference medwatch report with a1 patient for the suspect device used in system 1.